Manufacturer narrative:
Additional procode: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a posterior corrective procedure (t8-sai) treating scoliosis, the 5.5 exp verse cannulated screw broke. When the surgeon inserted the screw against the robust bone, one of the tabs on the screw broke during final tightening. The procedure was completed using a replacement screw. There was a surgical delay of less than thirty (30) minutes. No further information is available. This report is for one (1) 5.5 exp verse can scr 7.0x50. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the DHR of product code: 199725750s. Lot : 290396. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 01.10.2020. Qty: 118. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 exp verse can scr 7.0x50 the tab was broken, and the hex was deformed no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition 5.5 exp verse can scr 7.0x50 in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 5.5 exp verse can scr 7.0x50. While no definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: expedium verse 5.5 system cortical fix cannulated assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.